Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies, (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-may-04. It was reported that the catheter was fractured and the patient had surgery to replace it. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018 regarding a patient receiving clonidine ("0.9 mg/ml at 20.205 mg/day"), bupivacaine (34 mg/ml at "0.53483") and morphine (30 mg/ml at 17.828 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and other non-malignant pain. It was reported that the patient was admitted to the hospital's emergency room (ER) for withdrawal symptoms and burning pain at the catheter location in her back. The pump was interrogated and the settings and logs appeared normal. The event date was noted to be (B)(6) 2018. Additional information received on (B)(6) 2018 indicated that a catheter replacement was planned for the same day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-apr-30. It was reported that the cause of the symptoms was unknown and it was unknown if anything was noticed during the catheter replacement. The catheter had been discarded. The patient's weight was unknown. No further complications were reported.